Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. Unknown, (B)(6), USA has been used as a default. FDA notified?: the initial reporter also notified the FDA via medwatch #mw5104703 device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record could not be completed as no lot number was received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported bd q-syte vial access adapter had leakage issues. The following information was provided by the initial reporter: "patient reported that while she was mixing her cassette for IV veletri, one of the q-syte vial adapters leaked..."